Event description:
It was reported to baxter (B)(4) that the customer found leakage at the junction of the solution bag port and the spike of transfer set. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.